Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon burst and lost pressure in the patient. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The device was used in a diagnostic procedure. A 5f non-cordis sheath was used. There was visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon burst and lost pressure in the patient. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The device was used in a diagnostic procedure. A 5f non-cordis sheath was used. There was visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon burst and lost pressure in the patient. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The device was used in a diagnostic procedure. A 5f non-cordis sheath was used. There was visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedural sheath was not returned with the device. Leak testing was performed per the mynx control instructions for use (IFU). The results revealed a tear in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 4.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the ruptured condition could not be determined during analysis. Based on the information available for review and product analysis, concomitant device factors (there was visible damage to the sheath after removal) most likely contributed to the reported event since a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon burst and lost pressure in the patient. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The device was used in a diagnostic procedure. A 5f non-cordis sheath was used. There was visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.